Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-08, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). It was reported the patient had not been receiving any response from therapy. The rep learned that a nuclear dye study was completed demonstrating no movement of the drug out of the pump. A past catheter study was performed demonstrating patency. The pump was placed on minimum rate until the patient could be scheduled for a pump replacement. A catheter replacement would be included. Surgical intervention was planned, but not scheduled at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving hydromorphone (10 mg/ml), bupivacaine (15 mg/ml), and unknown baclofen (250 mcg/ml) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had increased pain and the physician noted at the last refill there was volume discrepancy in which 5ml was expected and 10 ml was removed. There was no environmental/external/patient factors that may have led or contributed to the issue. The catheter was accessed via port under fluoroscopy and there was no csf from cap aspiration. On (B)(6) 2020, an MRI was performed to rule out a granuloma was completed. They were waiting for the MRI results, but the physician will be addressing issues surgically. It was noted the issue was not resolved.

Manufacturer narrative:
H6 ¿ corrected information: device code c76126 is not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-apr-2020 from a healthcare professional (hcp) via a company representative who reported that the office was under shelter in place orders. The pump was running at minimum rate and surgery would occur as soon as the situation allowed. There were no surgery notes in the patient¿s file. The patient had an appointment scheduled for (B)(6) 2020. No further complications were reported/anticipated.